Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported per field representative on (B)(6) 2025: "customer reported this incident to me this afternoon, the incident occurred yesterday during an ercp. They will not be reporting this to regulatory committee. During the ercp their fluro machine went down right before they were going to deploy the stent. The stent stayed in a torque position for an extended period time while they waited for the machine to boot back up. When they went to deploy the stent, it would not deploy. No part of the stent stayed in the patient as they removed the full stent from the scope. There were no extra procedures for the patient nor extended stay for the patient. They completed the procedure by getting a new stent and deploying that." Additional information was received 30-apr-2025: is the complaint device available for return? No. Do you want an acknowledgement letter to be sent to the customer? No. What endoscope type and channel size was used? N/a. What was the position of the elevator? N/a, open, closed. Open. Details of the wire guide used (diameter, type, make)? .035 jag wire. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes please advise the anatomical location of the intended target site.cbd. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No.

Manufacturer narrative:
E1, f4 - email: (B)(6). Device evaluation the evo-fc-10-11-6-b device of lot number: c2220825 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2220825. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, if the device was in a torturous position for an extended period of time while the fluoroscopic machine was booted back up this may have led to the sheath getting compressed which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-fc-10-11-6-b device of lot number: c2220825 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-jul-2025.